Event description:
The healthcare professional reported that during an endovascular embolization procedure that took place on (B)(4) 2021, the complaint coil, a 4mm x 12cm galaxy g3 coil (gly120412 / 30494398) was used with the concomitant excelsior® sl-10® microcatheter (stryker) but it was not able to be detached. The complaint coil was removed from the patient. It was not known if continuous flush was maintained. There was no report of any patient adverse event or patient complication.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Procode: procode is krd/hcg. [Conclusion]: the healthcare professional reported that during an endovascular embolization procedure that took place on 04-nov-2021, the complaint coil, a 4mm x 12cm galaxy g3 coil (gly120412 / 30494398) was used with the concomitant excelsior® sl-10® microcatheter (stryker) but it was not able to be detached. The complaint coil was removed from the patient. It was not known if continuous flush was maintained. There was no report of any patient adverse event or patient complication. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (30494398) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Failure to detach is a known potential issue associated with the use of this device. The instructions for use (IFU) contains several precautions related to this issue and includes instructions for troubleshooting the situation should it be encountered during use. With the information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 16-nov-2022. [Additional information]: on 16-nov-2022, additional information was received. The information indicated that the complaint coil was successfully removed from the patient. It was not stretched when it was removed; the complaint coil was still attached to the delivery system when it was removed. A pre-deployment electrical check was performed. The fault light was not seen during the procedure. Upon pressing the power button, all lights did illuminate; the green system ready light did illuminate. The audible signal beep was heard during the detachment cycle. All connections fit without the application of force. There was no clinically significant delay in the procedure as a result of the reported issue. E.1: initial reporter phone: (B)(6). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.